Manufacturer narrative:
H6: medical problem device code: 2017/above rated burst pressure. A visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was overinflated to 18 atmospheres. It should be noted that the percutaneous transluminal angioplasty catheter (pta), armada 35/ armada 35ll global, ce, instruction for use states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.¿ the rated burst pressure for this device is 16 atmospheres as indicated on the product label. It could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.h6: 2017 above rbp

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified cephalic vein. The 6x80mm armada 35 was advanced with no resistance and once at the lesion during the 4th inflation at 18 atmospheres the balloon ruptured. Another non-abbott balloon was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.